Manufacturer narrative:
Corrected data: describe event or problem. Further clarification for describe event or problem: patient was not treated with antibiotics.

Event description:
In the article, ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e, a patient who underwent left breast "dermal fat grafting" during implant surgery to place a ¿mcghan style 20, 500 ml,¿ implant experienced "a postoperative infection with device exposure notable for methicillin-sensitive staphylococcus aureus necessitating explantation of [patient's] left implant 2 months later." After explant surgery, patient "ultimately required a latissimus dorsi flap and implant reconstruction to achieve stable closure."

Manufacturer narrative:
Article citation: ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ by scott l. Spear, m.d., john shuck, m.d., lindsay hannan, m.d., m.s.p.h., frank albino, m.d., and ketan m. Patel, m.d., published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. The events of infection and exposure are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details is not possible to obtain as the corresponding author is deceased. Device labeling: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "In rare instances, acute infection may occur in a breast with implants." "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity." -

Event description:
In the article, ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e, a patient who underwent left breast "dermal fat grafting" during implant surgery to place a ¿mcghan style 20, 500 ml,¿ implant experienced "a postoperative infection with device exposure notable for methicillin-sensitive staphylococcus aureus necessitating explantation of [patient's] left implant 2 months later." Unspecified antibiotics were also used as treatment for the infection. After explant surgery, patient "ultimately required a latissimus dorsi flap and implant reconstruction to achieve stable closure."